Event description:
It was reported that the device had a power on reset. It was noted that the patient uses a welder as a hobby and the patient receives frequent inadvertent shocks from tinkering with electronics. The device was reprogrammed back to its pre-reset settings and remains in use. There were no reported patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a power on reset event on (B)(6) 2011 and location "0c bc." The device should be able to recover from this event and continue normal function.